Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing abnormally and device replacement was recommended. No intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.